Manufacturer narrative:
This report was initially submitted following notification from a customer in india regarding discrepant results for a patient sample when comparing results from the vidas sars-cov-2 igg (9cog) 60t (ref 423834, lot 1008193120) with other available commercial test methods and the patient's history. The customers sample was not available to perform investigational testing. No anomalies were identified during the manufacturing, quality control, and packaging processes on vidas sars cov-2 igg batch 1008193120 / 210709-0. The control cards analysis of four (4) positive sera showed that the customer's lot conformed to the specifications, and was in the trend of the other lots. The complaints laboratory tested four (4) internal samples, three (3) with a positive target and one (1) with a negative target on the retain kit of the customers lot. The sample results complied with the expected specifications. The lab did not observe any evolution over time of vidas sars cov-2 igg batch 1008193120 / 210709-0. In conclusion, biomrieux did not reproduce the vidas sars cov-2 igg negative result when testing positive internal samples and positive quality control samples on vidas sars cov-2 igg batch 1008193120 / 210709-0. All the results complied with expectations. Without submittal of the customer's patient sample, it is not possible to pursue further the investigation and explain the result observed by this customer. Per the investigation, there is no reconsideration of vidas sars cov-2 igg ref. 423834 lot 1008193120 / 210709-0 performance.

Event description:
A customer in (B)(6) notified biomrieux of discrepant results for a patient sample when comparing results from the vidas sars-cov-2 igg (9cog) 60t (ref 423834, lot 1008193120) with other available commercial test methods and the patient's history. The patient had previously tested positive for sars-cov-2 via a pcr method. Vidas sars cov-2 igg lot 1008193120 = 0.52 negative. Roche sars cov-2 total antibodies = 38.60 coi, positive. Vitros platform for sars cov-2 igg = reactive (1.33). Vitros platform for sars cov-2 total (iga igg igm) = reactive 10.5. On architect for sars cov-2 igg = 2.24, positive. There is no indication or report from the customer that the discrepant results led to any adverse event related to the patient's state of health. A biomrieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.